Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that it was observed that the thread kept coming loose from the needle, making it impossible to perform the suture continuously and correctly. Additional information: the costumer informed that this occurred in more than 1 patient (but they are not able inform how many). The occurrence was observed in female patients, aged between 23 and 35 years and weighing between 63 and 78 kg. No further information has been received.